Event description:
The patient reported that they applied a v-go 20 around noon, and the needle button kept popping out. The patient stated they were only able to wear the v-go for about six hours. It was reported that the device is available for return to the manufacturer for evaluation. However, to date, has not been received.